Event description:
The customer called to report on (B)(6) 2012 she activated a pod at 8:10 am; her blood glucose was measuring at 355 mg/dl. At 10:04 am her bg rose to 409 mg/dl gave a corrective bolus of 5.7 units of insulin. By 2:19 her fasting bg was measuring at 405 mg/dl; so took another corrective bolus of 5.7 units of insulin. The pod was then deactivated when she notice the cannula never came out of the pod.

Manufacturer narrative:
The product will not be returned for eval. We are unable to confirm the reported needle mechanism issue or to determine its root cause. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod¿s user guide warns to ¿check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result,¿ and ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.¿ it advises ¿check your blood glucose at least 4 ¿ 6 times a day (when you wake up, before each meal, and before going to bed).¿